Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The pump was received stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; it may have had an intermittent failure that was not detected during testing. The following cosmetic damage was also noted: cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error while filling the tubing; the customer had also had motor errors in the past and has an appointment with his health care professional about the issue. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The customer did not recall any significant events leading to the motor error issues. The customer was able to complete the rewind process. However, the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.